Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device. During function assessment, it was observed that the bearing were worn. Therefore, the reported condition was confirmed. Evidence indicates this was due to normal wear over time. (B)(4).

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that an attachment device made a "rattling noise". It was unknown when the alleged defect was observed. It was unknown if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.